Event description:
The customer contacted stryker to that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was not returned to stryker. Stryker informed the customer to clear the event codes from the device's memory. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker was able to verify the reported issue via photo of the event logs from the customer.